Manufacturer narrative:
Exemption e2015054. (B)(4). Approx 4 complaints were received during this report period. Of these, all 4 have investigations which are currently pending. All 4 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 4 malfunction events which are associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information was confirmed for 2 events. Age range 45 - 47.